Manufacturer narrative:
Analysis received the unit with intermittent blank display due to corroded electronic assembly and motor home switch. Analysis was unable to verify motor error, failed battery test alarms or battery out limit alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to fluid due to the reservoir is leaking. The customer stated the insulin pump received a battery out limit and a failed battery test. The customer stated the insulin pump is unable to rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.